Event description:
The customer reported a no reservoir alarm and the insulin pump re-booting every time she would press a button. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly and motor. Unable to perform further testing due to the blank display.